Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 49 mg/dl. Customer reported that they trend arrows on his insulin pump and sensor inserted blood glucose again suddenly went up to 289 mg/dl which is 9 points difference from his sensor glucose. Customer stated that insulin delivery was not suspended due difference sensor glucose and blood glucose. The device will not be returned for analysis.